Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient underwent a revision because they were not getting adequate coverage. The paddle lead was lowered to c5. Effective coverage was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was repositioned. Effective therapy was restored post operatively.